Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: brown particles on the shell, one opening curved on the radius and crease fold. Leak test and microscopic analysis was performed which identified: partial delamination on the plug strap disk shell and one opening striated on the radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: one striated opening due to surgical damage consist in the use of some surgical tool; partial delamination on the plug strap disk shell (adhesive failure).

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. The device has been explanted.